Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called regarding high blood glucose reading during hospitalization. Customer's blood glucose reading is 360 mg/dl. Customer treated with insulin drip. Customer is hospitalized for a non diabetes related illness, however she is experiencing high blood glucose. Needed assistance with changing the battery cap. Nothing further reported.